Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. After internal and external inspection no cable damage was found. Additional unrelated observation not reported by site: the instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 1,612mm offset at the tips. The grips were not found to have cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.